Event description:
Vns programming history received from the reporter revealed that an interrupted systems diagnostics test had caused the vns settings to change at a patient's initial implant surgery on (B)(6) 2006. The vns was reinterrogated but the change in settings was not noted. This resulted in the patient leaving the surgery with unintended settings of 1ma every 60 minutes. The vns was later programmed to the intended settings on (B)(6)2006.